Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a triclip procedure to treat tricuspid regurgitation (tr) with a grade of 4+. Imaging was challenging throughout the procedure. An xtw clip (40411r1099) was inserted and deployed on the tricuspid valve. However, after deployment, the clip detached from the septal leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). To stabilize the slda, an additional xtw clip (40418r1107) was inserted. While in the right ventricle (rv), the second clip interacted with the implanted clip, causing the implanted clip to completely detach from the tricuspid valve and embolize in the right atrial appendage. The second clip was then deployed in the valve, reducing tr to a grade of 1-2. A snare was then inserted and the embolized clip was successfully removed. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported device damaged by another device (caused damage) was due to procedural circumstances. The cause of the reported difficult imaging was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a triclip procedure to treat tricuspid regurgitation (tr) with a grade of 4+. Imaging was challenging throughout the procedure. An xtw clip (40418r1107) was inserted and deployed on the tricuspid valve. However, after deployment, the clip detached from the septal leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). To stabilize the slda, an additional xtw clip (40411r1099) was inserted. While in the right ventricle (rv), the second clip interacted with the implanted clip, causing the implanted clip to completely detach from the tricuspid valve and embolize in the right atrial appendage. The second clip was then deployed in the valve, reducing tr to a grade of 1-2. A snare was then inserted and the embolized clip was successfully removed. There was no clinically significant delay in the procedure.